Event description:
Reporter called regarding st jude spinal cord stimulator. The reporter mentioned the device is implanted in her body for purpose of neuropathy on (B)(6) 2018. The reporter turned the device off in 2020 as it was giving her sharp pain sensation such as pounding sensation in her right leg. After this the device was turned off her leg became weak. She stated," I do not feel my leg strong anymore, I am taking physiotherapy regularly but my leg is weak and I have to drag it after me." She has not reported to manufacturer and do not mind if she is contacted for any further information.